Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) electrode and pulse generator were explanted due out-of-range shock impedances. There was noise on the electrograms, and the device was beeping. The doctor explanted and replaced both of the products. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.7cm from the terminal pin, (in the notch area adjacent to the sense b electrode). Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) electrode and pulse generator were explanted due out-of-range shock impedances. There was noise on the electrograms, and the device was beeping. The doctor explanted and replaced both of the products. There were no additional adverse patient effects.